Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed: 3x unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional reports related to implant loosening. Total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue. By product code: 61. By product family: 192 (66x smartset ghv, 126x smartset gmv).

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 26 mar 2021 were reviewed. On (B)(6) 2017 the patient had a left knee total knee replacement to address left knee osteoarthritis. Depuy components including depuy patella and depuy cement x 2 were used during this procedure on (B)(6) 2020, the patient had a revision of the left total knee arthroplasty to address pain and mechanical loosening. The surgeon reported that the tibial baseplate was loose with no interface provided. The insert and femoral component were revised with no allegations of deficiency. The patella was said to track appropriately and was not revised. Competitor components were implanted during this procedure including competitor cement. Doi: (B)(6) 2017; dor: (B)(6) 2020; left knee.